Manufacturer narrative:
Preliminary investigation performed by (B)(4) product manager on 22 august 2018 the images attached to this complaint show that the screwdriver of the cup impactor is broken. In particular the part which allow the fixation of the screwdriver with the handle body is broken. It seems that the welding has been failed during the usage. Further details will be provided during the visual inspection analysis.

Event description:
During the surgery, the impactor broke and they finished the surgery with other impactor they have in the hospital.

Manufacturer narrative:
Batch review received by manufacturer on september 21, 2018: batch released on date: 22 september 2016. Number of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Visual inspection performed on september 27, 2018 by r&d project manager: during the analysis it has been evaluated that the screwdriver rod is broken and in addition the threaded part terminal is scratched. It seems that the user applied too much torsion load to the instrument due to possible block after cup impaction and friction and this caused the breakage. The instrument is ce marked by supplier.

Manufacturer narrative:
Inspection received by hpf on (B)(6) 2018. As show in the pictures above, the cup impactor's lever broke in parts. We performed an hardness test and a micrography of the interested parts. The hardness resulted in the ranges. The micrography underlined a slightly thicker grain on the welded parts but that is a normal condition because of the welding process to which the material was subjected. We haven't found any anomaly on the welding, nor any thermal alteration on the material. This is the first time that we verify this type of breakage. The cup impactor's lever broke probably because of a huge force practiced on it.